Manufacturer narrative:
Initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cassette component of a homechoice automated pd set with cassette was cracked. This was observed before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.